Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the casing on her onetouch ultrasoft lancing device was cracked/broken. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 7:30am. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. Thirty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "shaky, dizzy, and sweaty" and shortly after, self treated with food/drink per the doctor's phone advice in response to the symptoms. The cca noted that the reported issue was unresolved during the troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.